Manufacturer narrative:
Continuation of d10: dtpa2d4 crtd; 383069 lead, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) incision had not healed. Given the patient's worsening heart failure and plan for possible lvad or heart transplant, it was decided by the care team to extract the cardiac resynchronization therapy defibrillator (crt-d) system and allow the patient to heal. It was noted that there was no positive confirmation of an infection. The crt-d system was removed. No further patient complicationshave been reported as a result of this event.